Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting a non-sterile device, implanting an expired device, the patient picking on the wound, not using antibiotics, not prepping the skin, and using inappropriate tools have been ruled out as potential causes. The implanting clinician stated that the cause of the infection was unknown. The questionnaire shows the patient has pre-existing conditions (depression). However, the questionnaire shows the clinical representative is unsure if the site was irrigated before closure and is unsure if multiple passes were required, which could be contributing causes for a patient developing an infection. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the infection is likely due to the site not being irrigated prior to closure and the potential need for multiple passes during the tunneling procedure (clinician user error).

Event description:
On (B)(6) 2021 the patient was admitted to the hospital and is receiving antibiotics via IV. The patient was diagnosed with (B)(6) and explant will be conducted on (B)(6) 2021. The patient was discharged from the hospital on (B)(6) 2021.